Event description:
The implantable port device was removed during planned surgical removal because it was no longer required. When the port was removed it was found the the catheter had broken and tip remained. The patient was taken to medical imaging for removal of the remaining piece of the distal end of the catheter tip. A six inch piece of catheter was removed.